Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error e433" was presumed to have been due to an issue with the hvps-board (high voltage power supply board). The root cause of the suggested phenomenon of "error e006" could not be further presumed, as the event could not be reproduced. There are no countermeasures necessary for the suggested phenomenon because the associated risk is acceptable. The manufacturer will monitor the occurrence rate in the context of the utilized quality management system. If necessary, the manufacturer will take action in the future. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrosurgical generator was giving error e433. The issue occurred during middle of a therapeutic transurethral resection of the prostate in saline procedure. The procedure was completed by using a similar non-olympus device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide information obtained that corrects the g3 date field of the initial report. G3 of the initial medwatch is corrected to 02jan2024. If additional, applicable information is obtained, a future supplemental report will be submitted.